Event description:
One pt sample with discrepant hcg results. Initial result gave 0.291 miu/ml. Sample repeated with dilution gave 34129 miu/ml. Same sample was additionally repeated twice straight giving >1000 miu/ml each time, and once diluted giving 34522 miu/ml. Erroneous result was reported. Pt not adversely affected. The field svc rep was unable to determine a root cause for the discrepancy. Performance tests were performed and within specification.